Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of "cable error" and noted that there were errors in the log and that the main printed circuit board was out of specification in an electrical manner. It was additionally noted that the ventricular output connector was broken, the keypad window was scratched, the main seal was contaminated and that the device was in need of the updated battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a cable error. Follow-up failed to obtain any additional information. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.